Manufacturer narrative:
The event of swelling is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: 4. Warnings: injection procedure reaction to juvéderm® ultra injectable gel has been observed as consisting mainly of short-term inflammatory symptoms starting early after treatment and with less than 7 days¿ duration. Refer to the adverse events section for details. 6. Adverse events: per table 1: injection site responses by maximum severity occurring in > 5% of treated subjects, possible treatment site responses post injection with juvéderm® ultra include redness, pain/tenderness, firmness, swelling, lumps/bumps, bruising, itching, and discoloration. B. Other safety data: postmarket surveillance; the following adverse events were received from postmarket surveillance for juvéderm® ultra and ultra plus, with and without lidocaine, with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All adverse events obtained through postmarket surveillance are listed in order of number of reports received: lack or loss of correction, inflammatory reaction, allergic reaction, infection, migration, paresthesia, vascular occlusion, necrosis, abscess, flu-like symptoms, headache, malaise, vision abnormalities, scarring, nausea, drainage, dyspnea, beading, syncope, dizziness, anxiety, deeper wrinkle, and granuloma. In many cases, the symptoms resolved without any treatment. Reported treatments have included: antibiotics, steroids, steroidal creams, hyaluronidase, anti-inflammatories, anti-histamines, needle aspiration and drainage, ultrasound therapy, analgesics, anti-viral, excision, eye drops, hyperbaric oxygen, laser resurfacing, tissue debridement, surgical scar revision, ice, massage, and warm compress.

Event description:
Healthcare professional reported patient was injected with juvéderm voluma® xc in the mid-face and mid cheek and unspecified juvéderm® in tear trough after eyelid surgery. Patient has persistent swelling after injections. Patient has had 3 treatments with hyaluronidase to remove it. It has improved, however it is not gone yet. Physician has indicated the event was life threatening. This is the same event and the same patient reported under MDR ID# 3005113652-2018-00214 (allergan complaint #(B)(4)). This MDR is being submitted for unspecified juvéderm®.